Event description:
Pt had implants put in. Implants are "sloughing" from one place to another. Pt is having all kinds of illness, burning, pain, lump in the throat. Implants have become as hard as a rock.